Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the shunt was not a medtronic product. The pump and catheter would not be returned as they were discarded by the customer.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# hg2svty19, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at an unknown dose and concentration via an implantable pump for cerebral infarction. It was reported that the patient was admitted to the hospital due to suspicion of infection on (B)(6) 2019. It was noted that the patient also had a shunt system implanted, and it could not be identified which system was the cause. The infectious disease could not be identified either. The fever did not bring down. The cause could not be identified, but the suspicion of infection could not be denied, so the pump and catheter were removed due to suspicion of infection. The outcome of the adverse event was ¿remission¿ on (B)(4) 2019. The classification of severity was ¿3 (serious)¿. The causality was not attributed to the drug or programmer. It was unknown if the causality was attributed to the catheter, pump, or surgical procedure. No further complications were reported.